Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving compounded baclofen (unknown concentration and dosage) via an implantable infusion pump for intractable spasticity, spinal cord injury/spinal cord disease, and post spinal cord injury. It was reported that the pump shifted and was trying to erode through the skin. The event date was asked but unknown. There were no environmental/external/patient factors reported that may have led or contributed to the issue. The hcp opened the incision, revised the pump site, and sutured the pump back down. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.